Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Post procedurally the patient was prescribed 81mg aspirin and no oral anticoagulant medication. During a routine follow-up examination 45 days post index procedure, transesophageal echocardiogram (tee) identified a thrombus on the closure device. No patient complications were reported.